Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing cap with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing cap was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that bd microtainer® contact-activated lancet was missing its cap, causing a sterile breach. No injury or medical intervention reported.